Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8703w, lot # l56467, implanted: (B)(6) 1999, product type catheter. (B)(4).

Event description:
It was reported that the pump was removed due to a (B)(6) infection.